Event description:
It was reported that this an arteriotomy closure of the left common femoral artery was attempted using a starclose se device after an interventional procedure, with a 6fr sheath. Reportedly, the sheath was unable to be split completely, halfway through advancing the thumb advancer. The safety release was used and the device was successful removed from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Estimated date (B)(6) 2022. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to advance the thumb advancer was confirmed based on the returned device condition. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the returned device analysis observations, it is likely that inadvertent change in angle of the device during thumb advancer deployment contributed to the bent garage leaves which resulted in the subsequent damages. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: return device analysis observed that the sheath was torn in multiple places. There were multiple flex guide carvings noted. No additional information was provided.